Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that the insulin pump had diminished battery life and slower rewind. Customer reported that insulin pump had receiving alarms for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or abnormal rewind noted. The motor was tested outside of device and passed. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert noted during testing. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).